Event description:
A valiant cap stent graft system was implanted for the endovascular treatment of an emergent thoracic transection. The vessels were non-tortuous and there was no vessel calcification. It was reported that after the valiant was implanted, a small proximal type I endoleak was detected. The physician decided to implant another valiant stent graft landing past the left subclavian artery. The endoleak resolved however, a small type IV endoleak was detected. The physician will monitor the patient and believes the type IV will self-resolve. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (endoleak).